Event description:
It was reported by cv nurse to sales that an edwards aortic bioprosthetic valve model 3300tfx-23mm was implanted, but did not look good on tee so it was explanted and replaced with same model/size valve, which then looked good on tee. Per further follow up, the surgeon indicated the following: " there was significant regurg after implantation. Could not tell if it was valvular or peri valvular. At that point I was not going to take a chance and reimplant the same valve because if it was the valve I would have had to do a third valve replacement and I could not take that chance for the patient. The valve looked ok to me."

Manufacturer narrative:
Device evaluation summary: the explanted device was returned to edwards, visually evaluated then functionally tested. Results as follows: as shows in air, device leaflet coaptation appears normal. There is minor damage to the cloth and sewing ring that presumably occurred during implant or explant. The leaflets, cloth, and sewing ring have minor stains that are consistent with blood residue. X-ray imaging reveals that the wireform and stiffener band are intact. Functional testing was then performed in a pulse duplicator under normal physiological conditions; the unsealed total regurgitant fraction (trf) is 8.5%, which is lower than the 10% maximum trf allowed for this size valve per iso5840:2005. After the sewing ring and stent assembly areas were sealed with silicone gel, the trf reduced to 2.9%, which is more than three times lower than the 10% maximum allowed for this size valve per iso5840:2005. These results confirm that the vast majority of the leakage in an unsealed valve is of a non-central origin. Echo review: an intraoperative echocardiography recording was provided by the surgeon and reviewed by an independent expert in echocardiography. The provided impression is as follows: 'after the initial pump run, there is moderate-to-severe aortic regurgitation in a paraprosthetic jet.' The reported regurgitation was confirmed by echocardiography as a paraprosthetic jet; however, testing of the device in question confirms the device continues to meet specifications. Manufacturing records confirm that this device passed all manufacturing and sterilization inspections. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. The provided information and edwards investigation suggest nothing to indicate a device quality deficiency or malfunction related to this event.

Manufacturer narrative:
Additional manufacturer narrative: the device in question was received by edwards; however, evaluation has not yet been completed. Moreover, an intraoperative echo cd was also received and will be evaluated to investigate the performance of the valve in vivo. Device evaluation and edwards conclusions will be reported once completed.